Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Product surveillance contacted the dialysis clinic on (B)(4) 2011 and left a detailed message for the nurse notifying her of the event and the cause. No patient injury or medical intervention was reported. No further information is available. Evaluation summary: the product analysis lab evaluated the device. An increased intraperitoneal volume (iipv) was found during evaluation. The cause was determined to be insufficient drain due to use error as the clinician inappropriately set the minimum drain volume percent setting too low. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. Labeling review found labeling to be adequate for the user error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation, an additional issue of an increased intraperitoneal volume (iipv) event was found in the patient event logs: occurrence date (B)(6) 2011 with drain volume of 4087 milliliters (ml) during cycle 3.